Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a health care professional (hcp) requested technical services (ts) to review the presenting electrogram (egm) for this system, with a cardiac resynchronization therapy pacemaker (crt-p) and non bsc left ventricular (lv) lead. Ts discussed that the lv lead appeared to exhibit intermittent loss of capture. Ts also indicated that the observed signals could be due to lv ectopy and atrial pacing appearing on the lv channel; however, the atrial pacing was not impacting timing. A subsequent ts assessment was requested for an additional egm. In this review, ts observed premature ventricular contractions as well as extra lv deflections that were occasionally oversensed, resembling lead chatter. Ts recommended evaluating the patient, checking the threshold, reviewing other lv sensing vectors and adjusting lv sensitivity. This system remains in service. No adverse patient effects were reported.